Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level displayed high. The customer was able to remove the o-ring from the pump. Administered a manual injection to resolve high bg, and successfully loaded a new cartridge to resolve this issue.